Event description:
The customer observed falsely decreased alinity c total bilirubin results for several patients. The following data was provided (customer¿s normal range is 0.2-1.0 mg/dl): sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.15 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.19 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.27 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.29 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.28 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.22 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.25 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.23 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.27 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.27 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.28 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.28 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.24 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.20 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.29 mg/dl. Sample ID (B)(6) initial result was <0.10, repeat, on another analyzer, was 0.28 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry see section b5. All available patient information was included. Additional patient details are not available.